Manufacturer narrative:
This report is submitted on august 27, 2020.

Event description:
Per the clinic, the patient experienced skin breakdown at the magnet site and underwent a skin flap revision surgery (specific date not reported). The implanted device remains.